Manufacturer narrative:
On august 28 2020 additional information received indicated that patient removed devices on (B)(6) 2020. Patient reported that all her symptoms diminished after the removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel silicone 600cc prosthesis experienced skin bumps all over. Fatigue, sweaty and feel hot, high cholesterol, blood pressure, thyroid problem. Depression ocd, bipolar. Trouble sleeping. Post procedure. Patient stated that she has seen doctor and no diagnosis has been reported since this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report belongs to left prosthesis.